Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a total of three (3) cypher stents implanted during the study index procedure. The patient was found to have two-vessel disease and had three lesions treated during the procedure. The three stents were implanted in three target lesions: a cypher 2.5 x 8 mm stent at 15 atm. In the proximal left anterior descending (lad), a cypher 2.5 x 8 mm stent at 14 atm. In the mid lad, and a cypher 2.75 x 13 at 20 atm. In the proximal circumflex. Approximately four months after the index procedure, the patient had a re-percutaneous coronary intervention (re-pci) performed due to increasing fatigue/angina equivalent. A lesion in a non-target vessel/distal right coronary artery (rca) was treated by balloon angioplasty only. The lesion was reported to be an in-stent-restenosis (isr) of an unknown stent. There was no reported problem with any of the previously implanted cypher stents. The event was reported to be unrelated to the study devices/procedure/drug and was resolved. Additional information was received on 3/2/2012 indicated that there was restenosis of the 1st diagonal that was not related to the study stents. Information received via investigation indicated that the 1st diagonal lesion on (B)(6) 2010 was not within 5mm of the study stents, however, the angiographic core lab information received on 3/2/2012 states that the proximal lad stent was located at the bifurcation of the 1st diagonal and the ptca was to the 1st diagonal ostium/bifurcation. Since based on the angiographic core lab report contained in the crf, it appears that the 1st diagonal lesion may have been within 5mm of the proximal lad stent, this will be captured as coronary artery restenosis.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient had a coronary dissection and then restenosis. This is a (B)(6) male with medical history including pci (B)(6) 2009, dyslipidemia and hypertension. At the time of the index procedure, (B)(6) 2009, the patient had a 70% lesion in the proximal lad, a 70% lesion in the mid lad and a 70% lesion in the proximal lcx without angina symptoms. The first target lesion treated was the proximal lad. One cypher stent was implanted without report of difficulty. The core lab reported 16% residual stenosis, no dissection, timi 3 flow and 0% stenosis in the 1st diagonal. The second target lesion treated was the mid lad. One cypher stent was implanted without report of difficulty. The core lab reported 5% residual stenosis, no dissection and timi 3 flow. The third target lesion treated was the proximal lcx. One cypher stent was implanted without report of difficulty. The core lab reported 15% residual stenosis, no dissection and timi 3 flow. The post procedure course was uncomplicated and the patient discharged the following day one dual anti-platelet therapy. In (B)(6) 2010, the patient presented with complaints of increased fatigue and shortness of breath. Angiography revealed significant stenosis of the proximal lcx stent and some narrowing at the origin of the 1st om in the previously dilated segment; widely patent lad stents and subtotal occlusion of the diagonal branch. The site also reported a 70% lesion in the non-target distal rca. The core lab reported a 47% in-lesion (instent) restenosis with no thrombosis and timi 3 flow in the proximal lcx; a 12% in-lesion restenosis with no thrombosis and timi 3 flow in the proximal lad; a 6% in-lesion stenosis with no thrombosis and timi 3 flow in the mid lad, and a 90% stenosis in the bifurcating 1st diagonal. Analyzing the lcx vessel, the core lab reported target lesion revascularization, remote target vessel revascularization and non-target vessel revascularization with the comment: "ptca proximal to study stent (lcx), also ptca to isr in the rca, ptca to d1 ostium (bifurcation), and ptca to om1. The lesion proximal to the study stent in the proximal lcx was successfully treated with poba. Poba was done in the om1. The site reported "mild" dissection the necessitated integrilin administration. Analyzing the lad vessel, the core lab noted patent study stents, no target lesion revascularization and remote target vessel revascularization. The lesion in the ostial 1st diagonal was treated with multiple poba dilation resulting in a 10% residual stenosis. Successful pci treatment with poba was also performed in the non-target distal rca. Additional information received on 3/2/2012 indicated that there was restenosis of the 1st diagonal that was not related to the study stents. Information received via investigation indicated that the 1st diagonal lesion on (B)(6) 2010 was not within 5mm of the study stents; however, the angiographic core lab states that the proximal lad stent was located at the bifurcation of the 1st diagonal and the ptca was to the 1st diagonal ostium/bifurcation. Since based on the angiographic core lab report contained in the crf, it appears that the 1st diagonal lesion may have been within 5mm of the proximal lad stent, this will be captured as coronary artery restenosis. The patient was discharged again on dual anti-platelet therapy. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaints. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products involved with this file in which associated manufacturer report numbers are 3003742446-2011-00023 and 3003742446-2012-00054.